Event description:
The patient experienced an increase in spasticity. A CT scan of the catheter, aspiration of the pump access port, and rotor study were performed (no results were provided). Exploration of the pump pocket revealed an apparent catheter leakage due to a laceration. The patient underwent pump and catheter replacement surgery and recovered without sequela. The drug contained in the patient's pump was compounded baclofen and hydromorphone.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.